Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this incident, two physical samples were returned for evaluation by our quality engineer team. One syringe was received within the flow wrap packaging and the second syringe came without any packaging. Both of the syringes had no label attached. As a lot number was unknown for this issue, a review of the production history and maintenance records could not be performed. At this time, a reason could not be determined as to why the vision detection system failed within the manufacturing facility. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 10ml saline fill ce was missing scale markings. This occurred on 3 occasions. The following information was provided by the initial reporter: when opening the posiflush to use the nurse noticed that the syringe had no labeling on it at all.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml saline fill ce was missing scale markings. This occurred on 3 occasions. The following information was provided by the initial reporter: when opening the posiflush to use the nurse noticed that the syringe had no labeling on it at all.